Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (db mgt inaccurate delivery) issue. It was alleged the pump had an inaccurate delivery issue. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-nov-2018 with the following findings: the pump was found to be calculating the correct bolus total. The pump simulated a bolus using the patient's programmed settings and it was found to be functioning correctly. Unrelated to the initial allegation, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.